Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: bd had not received samples or photos for investigation. Therefore, the retained samples outer case box was visually inspected, and no damage was detected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset" eclipse" had a damaged package where sterility was compromised. The following information was provided by the initial reporter: "before use,it found that the abg's package was damaged."